Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 485mg/dl at its highest. Supply changes were performed to address the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.